Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified, 95% stenosed, mid circumflex (cx) coronary artery with a 3.5 x 18 mm xience alpine stent delivery system (sds). The sds was advanced to the lesion and the stent implant was successfully deployed at 12 atmospheres (atm) and was post-dilated with an unspecified 3.5 x 10 mm balloon at 14 atm and 16 atm. Following post dilatation, a distal edge dissection was observed. A new 3.0 x 33 mm xience alpine stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.